Manufacturer narrative:
The patient was connected to the sv 300 for 18 hours. Mode: vcrp. The pre-use checks were carried out at the time of the room preparation: no problem were reported. The patient woke up and moved: he disconnected himself from the ventilator. The nurse was taking care of another patient when she was alerted by an audible alarm from a cardioscope. She was going to check the first patient and when she discovered that the patient was disconnected from the servo, at the level of the intubation probe. She reported that there was no audible alarm from sv 300. She reconnected the patient back. Later, she unplugged herself the tube and noticed again that the audible alarm was not activated. However, the visual alarm worked. (B)(4). Maquet critical care (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
No audible alarm activated on disconnection of the patient from the servo 300. (B)(4).